Event description:
It was reported that it is said that damage was found in the tube during use, but the actual product was so contaminated that we were unable to check it directly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it is said that damage was found in the tube during use, but the actual product was so contaminated that we were unable to check it directly. Per notification from investigator on 19may2025, two holes were found in the back vinyl during the sample evaluation.

Manufacturer narrative:
The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. Eleven (11) photos were received for evaluation. The first one shows a top view of a drainage bag connected to a three-way catheter and syringe. The next two photos zoom at the drainage bag and the inlet tube to the anti-reflux chamber. The following four photos show the three-way catheter, its cap ngjr2165 and the blue sample port. The last three photos show the back side of the drainage bag, with two pink arrows pointing at two small holes. The reported event is unconfirmed; device history review is not required. The reported event is unconfirmed therefore a labeling review is not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.